Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection, the cardiosave intra-aortic balloon pump (iabp) gave an alarm "automatic inflation failed". No patient was involved.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow: event site address is (B)(6). Event site telephone is (B)(6). Updated fields: b4, e1 (initial reporter, event site address and city), g3, g6, h2, h6 (medical device: problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge fse discovered abnormal positive and negative pressure readings. The positive pressure value rose very slowly, and the pressure value was too low. This indicated a compressor pump failure and required replacement. The compressor was expired (customer has warranty). In addition to this, during inspection the touchscreen was found to be insensitive and unable to focus. Despite repeated calibration, the touchscreen remained insensitive and required replacement. The scroll pump and touch screen assembly were replaced. The device passed the pre-use inspection and passed all factory-specified performance and safety tests. The device has been delivered to the customer and is ready for clinical use. There was no patient was involvement.